Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Pain/sore gums [gingival pain]. Almost choked [choking sensation]. Metal pin...smashed gums up [gingival disorder]. Head came off in mouth - oral-b power care refills [device breakage]. Case narrative: consumer contacted via phone and stated that the head had come off in his mouth he had almost choked the metal pin had smashed his gums, resulting in sore gums luckily, he had not swallowed it. No serious injury was reported.